Event description:
It was reported that the hemodynamics numbers did not correlate and the cardiac index values were incorrect. No patient complications were reported.

Manufacturer narrative:
The device has not been returned for evaluation.